Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, silicone migration and granuloma.

Event description:
Patient reported left side rupture and two siliconomas. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d3, d6b, g1, h6.

Event description:
The device has been explanted and replaced.

Event description:
Patient reported left side rupture and two siliconomas. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture and silicone migration: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. ¿ granuloma: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side rupture and two siliconomas. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b7.